Manufacturer narrative:
Tech found fluid ingress in the right intermediate siderail caregiver power control board. Tech replaced the power control board assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Tech alleged that the bed had no head or knee function on the outside of the right intermediate siderail.